Event description:
The report we received via the study indicated that, during a coiling procedure in an anterior communicating artery aneurysm, a thromboembolic event occurred. Twelve coils in total were placed in the aneurysm and it was reported that the aneurysm was successfully occluded. A satisfactory result was noted with the last coil. The aneurysm was 10x9x9mm with a 4mm neck size. The patient was treated with reopro. Multiple requests for additional information have not been met with a response as yet. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.